Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced a recent weight loss and the ipg is loose in the pocket site and causing pain. As a result, surgical intervention may be pending to address this issue.

Event description:
It was reported that the patient's ipg was explanted on (B)(6) 2019, due to weight loss and pain at the ipg site.